Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30ml of fluid in the reservoir with the huber needle connected to the luer. The reported condition of a leak was not confirmed. Visual inspection of the unit showed no signs of abnormality that could have caused the reported issue. A functional leak test was subsequently performed by filling the device with blue water, then monitored for 24 hours. After 24 hours of leak monitoring period, no signs of leak were noted from the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.